Event description:
Reportedly, during the penultimate follow-up performed on (B)(6)2020, the battery voltage was measured at 2.85 v. The charge time to maximum energy was 10 seconds and the magnet rate 83 min-1. All the leads measurements were within normal range. On (B)(6) 2020, the subject crt-d could not be interrogated. Ecgs were recorded with and without magnet but no significant rate change was observed between the two ecgs. The patient reported that he received three shocks within two weeks at the end of (B)(6) 2020. The patient believed that the electrical shocks were correlated with a defective lamp on his terrace. Preliminary analysis revealed that premature battery depletion could have occurred. Recommendations to evaluate the benefit of crt-d replacement were provided on (B)(6) 2020 as proper device functioning could not be guaranteed. A re-intervention to replace the device is scheduled for (B)(6) 2020.

Event description:
Reportedly, during the penultimate follow-up performed on (B)(6) 2020, the battery voltage was measured at 2.85 v. The charge time to maximum energy was 10 seconds and the magnet rate 83 min-1. All the leads measurements were within normal range. On (B)(6) 2020, the subject crt-d could not be interrogated. Ecgs were recorded with and without magnet but no significant rate change was observed between the two ecgs. The patient reported that he received three shocks within two weeks at the end of (B)(6) 2020. The patient believed that the electrical shocks were correlated with a defective lamp on his terrace. Preliminary analysis revealed that premature battery depletion could have occurred. Recommendations to evaluate the benefit of crt-d replacement were provided on 16 december 2020 as proper device functioning could not be guaranteed. A re-intervention to replace the device is scheduled for (B)(6) 2020.

Manufacturer narrative:
The ICD was explanted on (B)(6) 2021 and returned for expertise.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the penultimate follow-up performed on 25 june 2020, the battery voltage was measured at 2.85 v. The charge time to maximum energy was 10 seconds and the magnet rate 83 min-1. All the leads measurements were within normal range. On 3 december 2020, the subject crt-d could not be interrogated. Ecgs were recorded with and without magnet but no significant rate change was observed between the two ecgs. The patient reported that he received three shocks within two weeks at the end of august 2020. The patient believed that the electrical shocks were correlated with a defective lamp on his terrace.preliminary analysis revealed that premature battery depletion could have occurred. Recommendations to evaluate the benefit of crt-d replacement were provided on 16 december 2020 as proper device functioning could not be guaranteed. A re-intervention to replace the device is scheduled for 26 january 2020.